Manufacturer narrative:
On (B)(6) 2019 arjo received service call from the hospital in (B)(6) with information that the handle of the enterprise 8000x was broken. The arjo technician visited the facility on 03-sep-2019 to inspect the device. It was observed that the stabilizer arm described by the facility as the handle was bent. Additionally, the technician observed further product's issues: radius arm detached from the bed's frame from one side of the bed. The bed frame was twisted and only two castors were touching the floor. These failures were further investigated to establish the conditions which may increase the potential for bed's frame detachment and curvature. During meeting with the facility staff, arjo technician has been informed that the malfunction took place when the bed in the lowest position was used with the patient (identified as agitated). The patient did not sustain any injuries. As a correction, the bed was removed from the facility and was replaced with the new one. The involved bed was manufactured and released to distribution on 12 sep 2018. This device has undergone the internal inspection at the manufacturing site prior to placement on the market. The results of the inspection were documented in the device history record. This file has been reviewed and no anomaly was found that would affect the bed's stability. The review of post-market surveillance data and investigation regarding the radius arm detachment, carried out at the manufacturer side showed that radius arm detachment can occur only under two specific circumstances. It may occur, when the bed's backrest is blocked by the obstacle e.g. Windowsill (in the position of 45 degrees), then the backrest is moved to the actuator's limit and next the bed foot section is pulled. The second scenario may take place when the obstacle is put between the base frame and radius arm. Findings of this investigation allow concluding that the radius arm would not detach when the bed is handled in accordance with the instructions for use. The instructions for use dedicated to the enterprise 8000x bed (746-585-UK rev. 11) includes information and warnings, which are crucial for the safe and effective use of the bed, including the safety of patients and caregivers. It is indicated that: "when the bed is operated, make sure that obstacles such as bedside furniture do not restrict its movement". If this warning is followed, there is a very low risk of the radius arm detachment occurrence - as evidenced by the test results described above. According to the results of the performed investigation, it is possible to conclude that one of the scenarios mentioned above could cause the reported malfunction. Apart from radius arm detachment also the bed's frame and stabilizer arm were bent, which may indicate that the bed's movement was restricted by obstacle and it resulted in the reported failures. In summary, the claimed enterprise 8000x bed was used for patient therapy, when the radius arm dislodged from the bed's frame. During the bed's evaluation, the reportable malfunction (detachment of the radius arm) was found, therefore it can be stated that the bed did not meet the manufacturer's specification. The investigation carried out at the manufacturer site allowed to determine that the radius arm detachment can occur when the bed is handled not in accordance with the instructions for use. The complaint was decided to be reportable due to the malfunction- radius arm detachment. The malfunction as such may pose a patient at hazardous situation upon malfunction recurrence.

Event description:
On (B)(6) 2019 arjo received service call from the hospital in (B)(6) with information that the handle of the enterprise 8000x was broken. The arjo technician visited the facility on 03-sep-2019 to inspect the device. It was observed that the stabilizer arm described by the facility as the handle was bent. Additionally, the technician observed further product's issues: radius arm detached from the bed's frame from one side of the bed. The bed frame was twisted and only two castors were touching the floor. These failures were further investigated to establish the conditions which may increase the potential for bed's frame detachment and curvature. During meeting with the facility staff, arjo technician has been informed that the malfunction took place when the bed in the lowest position was used with the patient (identified as agitated). The patient did not sustain any injuries. As a correction, the bed was removed from the facility and was replaced with the new one.